Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received notification that a patient with a 23mm aortic valve, implant duration of approximately 13 years, two (2) months, underwent a valve-in-valve procedure due to stenosis and regurgitation. The tavr was performed with a 23 mm valve. The procedure went well. No additional information provided.

Manufacturer narrative:
Please reference MDR # 2015691-2017-02801 for the patient's aortic valve.

Event description:
Edwards received notification that this patient with a 23mm aortic valve, implant duration of approximately 13 years, two (2) months, underwent a valve-in-valve procedure due to severe stenosis and regurgitation. The tavr was performed with a 23 mm valve. The procedure went well. Patient was transferred to the cardiothoracic intensive care unit in stable condition. Patient was discharged on post operative day 15.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 19mm aortic valve failed due to unknown reasons. Implant duration of the surgical valve is unknown. No additional information was provided.